Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. The patient was undergoing a left atrial appendage closure (laac) procedure. A 30mm watchman ® laa closure device & delivery system perforated the left atrial appendage during the procedure. The physician attempted cardiac surgery; however, that was not successful and the patient died. The reported cause of death was perforation and cardiac tamponade.